Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump battery was observed to be depleting rapidly, resulting in the pump shutting down. Customer declined further troubleshooting. There was no reported impact to customer's blood glucose level.